Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h4, h6 investigation summary: visual inspection: the investigation of the spiral blade has shown that the spiral part is completely broken off. At the end part of spiral blade are strongly dents and wear marks visible. The broken spiral part is not available for an further evaluation. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. However the part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 for implants for surgery, titan grade 2. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this spiral blade as the spiral part completely broken off. The damage pattern at the fracture face is an typical torsional forces, indicate strong applied mechanical force during extraction of the spiral blade. Therefore we have to assume that simply too much applied mechanical force, well beyond its calculated design caused the breakage of the spiral part. Based on the information we received we can only assume that was not following the instructions of the surgical technique of expert humeral nailing system. In this relation we would like to point out of implant removal from page 76 of the expert humeral nailing system technique: perform a blunt dissection to visualize the locking implants. Clear any ingrown tissue from the stardrive socket of the end cap and the locking screws from any ingrown tissue. Remove the end cap with the stardrive screwdriver. Connect the inserter and the spiral blade connecting screw for spiral blade to the spiral blade. Manually turn the inserter counterclockwise to remove the spiral blade. If resistance is encountered, the connecting screw may be used alone. Use light, controlled blows of the combined hammer to remove the spiral blade. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 462.638, lot number: 1l79727, manufacturing site: mezzovico, release to warehouse date: 09. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part/lot (462.638s/1l94676)combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent removal surgery of the spiral blade and end cap due to normal bone union. At the end of 2019 the patient underwent the surgery for humeral fractures by using the expert humeral nailing system. On (B)(6) 2020, removal surgery was performed. During the removal surgery, the spiral blade broke at the head. The broken part of the spiral blade and nail were left in the patient¿s body. This event likely happened because the surgeon tried to pull out the spiral blade without detaching the end cap. It is unknown whether re-operation can be performed or not because of the patient¿s alcohol dependence. Concomitant devices reported: locking screw (part number unknown, lot unknown, quantity 1), end cap (part unknown, lot unknown, quantity 1), expert phn ø7 cann l150 tan (part number 04.001.210s, lot l962229, quantity 1). This report involves one (1) ti spiral blade 38mm-sterile for ti humeral nails. This is report 1 of 2 for (B)(4).